Event description:
It was reported that during a laparoscopic cholecystectomy procedure, four clips were fired and all four were scissored. The case was completed with a competitor device. The surgeon did not see damage to tissue but placed a drain as a precaution as concerned scissored clips could have damaged tissue. There were no patient consequences reported.

Manufacturer narrative:
(B)(4)= jaws. The analysis results of the er320 device found that it was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be yielded and misaligned. A bag with four malformed clips was returned along with he instrument. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed fifteen scissored clips due to the misaligned condition of the jaws. Possible causes for the condition of the jaws found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.